Event description:
It was reported that the pump had a drive train rebuild, plunger error, coming up noisy. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked on right plunger case and battery door. Unable to duplicate the check syringe plunger at power up and passed plunger sensor test. Pump was found running noisy at syringe delivery test. Error history log review found a check syringe plunger sensor error. The root cause of the reported issue was unable to determined the intermittent of the error. Combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out due to normal wear. Actions were taken to mitigate the reported issue: replaced left plunger case for preventive. Replaced motor assembly, worm gear, leadscrew and clutch halves. Performed preventative maintenance and all functional testing which passed.